Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that potassium readings after in vivo were inaccurate. The user also reported upon drawing a second calibration electrolyte level, the cdi was reading 2-4 mmole/l. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.